Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with blood glucose (bg) values that dropped to 33 mg/dl. The patient lost consciousness. For treatment, the patient was given intravenous (IV) of glucose. The pod was worn between 24 and 36 hours on the leg. The patient was discharged after 3 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.